Event description:
It was reported that x-ray revealed that the right atrial lead had dislodged. On (B)(6) 2018, the patient presented for lead revision procedure. During repositioning, the physician was unable to reposition the lead after several attempts. The lead was removed and it was noted that the steroid plug was out of the lead helix. When performing a helix test, the steroid plug detached. A replacement lead was successfully positioned. Patient was stable and there were no adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.